Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was corroded and was missing components. The device also failed pretests for general condition and check version of cover nut. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance.

Event description:
It was reported from canada that during an unspecified surgical procedure, it was observed that the sagittal saw attachment device was missing a part. There were no delays in the surgical procedure. It was unknown if a spare device was available for use. The procedure was completed successfully. It was unknown if there were fragments generated. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the device was not returned for investigation. The received photo was reviewed. The described failure by the customer was confirmed. The received photo was reviewed and compered to a known good device. It was found that the device failed visual inspection. Based on the provided photo it showed that a part of the attachment was missing on the tool coupling site of the attachment. At this stage of the investigation the root cause for the found defect cannot be fully determined, based on the provided information. Normal wear over time was determined to be the most probable cause. The instructions for use (IFU) states: servicing this system requires regular maintenance service, at least once a year, in order to maintain its functionality. This service has to be performed by the original manufacturer or an authorized site. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. (B)(4).